Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The images show an unraveled guidewire partially advanced within the catheter and needle and the lidstock of the package. Signs of use in the form of biological material are observed. The complaint of guidewire damage was able to be confirmed by the photo; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. The instructions for use (IFU) provided with this kit warns the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The customer report of a damaged guidewire was confirmed by visual inspection of the customer supplied photo. The image shows a used device with evidence of the guidewire unraveled within the needle cannula; however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.00 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "per provider: it was a very smooth placement- one stick (not through and through) and when she tried to remove the needle, it was stuck in the catheter. We ended up removing the entire catheter to re-stick and the guidewire was unraveled and coiled inside of the a-line catheter (all of it was removed in one piece)". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "per provider: it was a very smooth placement- one stick (not through and through) and when she tried to remove the needle, it was stuck in the catheter. We ended up removing the entire catheter to re-stick and the guidewire was unraveled and coiled inside of the a-line catheter (all of it was removed in one piece)". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".